Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended MDR will be submitted. (B)(4).

Event description:
It is reported that patient was implanted on left side a cementless hip tep (exact product information not reported) on (B)(6), 2003 due to necrosis of femoral head. Then on (B)(6), 2014 patient underwent revision surgery due to spontaneous breakage of ceramic inlay. It is also reported that patient's build and activity level are medium.